Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The bottom mounting weld for the foot end of the bed is broken.

Event description:
Per a communication with invacare (B)(4), a weld that is holding the left side ratchet slide's lower end has broken. This item has been scrapped. This was received back at invacare (B)(4) on (B)(4) 2016. The bottom mounting weld for the foot end of the bed is broken.